Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-00831, 1627487-2021-00833. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein the entire drg system was explanted and replaced with a scs system. Post-operatively, stimulation therapy was restored with the scs stimulation. It is unknown which lead(s) migrated, therefore all leads are being reported.